Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) did not completely shut off when the off button was pressed. The pacing sto pped, but the display remained on and the controls were non-functional. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event during repair of the device, failure was intermittent, all electrical parts were replaced as a preventative. Further analysis was performed on the subassemblies replaced (main printed circuit board, display assembly, lead flex, battery flex, keypad and interface flex). This analysis could not duplicate the initial intermittent failure. Reported event could not be confirmed, no defect found.